Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value the test strips referenced in this report are part of recall #1052693-06/13/16-001-r. Note: at call back on (B)(6) 2017, the customer stated he did not feel better but that he did not currently have any diabetic symptoms. The customer stated he had gone to his scheduled doctor's visit on (B)(6) 2017; a result of 600 mg/dl fasting was obtained while at the doctor's visit. Due to result of 600 mg/dl, customer stated the doctor had sent him to the hospital that day. The hospital diagnosis was hyperglycemia; customer was given IV fluids and insulin therapy. There were no new medications or healthcare program suggested. The customer's blood glucose test result when at the hospital was 351 mg/dl non-fasting. The customer left the hospital on (B)(6) 2017. There were no additional blood tests performed using the trueresult meter. .

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of 600 mg/dl and hi. The customer's expected fasting blood glucose test result range is 100 - 125 mg/dl. The customer stated he was feeling fine at the time of the call, but that he had been having frequent urination at night. Customer stated he had a scheduled routine follow-up visit with his doctor on (B)(6) 2017. During the call on (B)(6) 2017, a back to back blood test was not performed by customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/30/2018 and open vial date is 09/16/2016. Customer's test strips are part of recall and based on open vial date provided of 09/16/2016, also are expired (are four months past the date first opened). A pharmacy tech was also spoken with during the call on (B)(6) 2017, and they stated customer had been previously sent a truemetrix meter; customer stated he lost the truemetrix and would seek another from his doctor and pharmacy the following day. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: hi customer called in and states that his meter is reading hi. Customer is using a true result meter with test strips that he opened a year ago. I spoke to customer and customer states he lost the true metrix and will seek another from his doctor and pharmacy on tomorrow.